Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin cartridge was leaking within the pump¿s cartridge chamber, with the user noting an insulin odor and visible leakage around the top orange rubber component, and the user also reported no observed drops despite extended priming. Symptoms included no changes to blood glucose. Outcomes included product replacement and continued therapy after supply change. Investigation included troubleshooting by having the user remove the cartridge, clean the chamber, and replace supplies, along with retrieval of the affected cartridge for evaluation. Investigation of this case revealed evidence consistent with a leaking cartridge at or near the seal of the top rubber interface, leading to a loss of delivered volume and lack of drops. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the cartridge consistent with a seal or fit integrity issue.